Manufacturer narrative:
(B)(4). It was reported this device will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range right atrial (ra) pacing impedance measurements along with high pacing threshold measurements. It was reported the right ventricular (rv) pacing impedance measurements and threshold measurements had also increased, however remained within range. An invasive procedure was performed. The entire system was explanted and replaced with another manufacturer's system. No additional adverse patient effects were reported.